Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No needles were returned with the reload labels. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection. No sheering was observed on the toggle switches when observed using microscopic inspection. The instrument was loaded with a pmv needle and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a procedure involving the abdominal cavity there was a failing suturing device applier, the needle dropped out 5 times. To correct the condition the user kept putting in a new reload until they were able to completely finish. The current status of the patient is reported as fine.